Manufacturer narrative:
Result: damaged footboard modules.

Event description:
It was report that the footboard modules were damaged. It is unk if there was pt involvement or adverse consequences to report.